Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. The pump was powered on and displayed an error code. It was found that the downstream occlusion sensor was shattered and causing the occlusion alarms. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a continuous alarm for occlusion. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received. No patient involvement, discovered during bench test. Updated event date.